Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the 1st tube broken and rivets damaged on the right siderail. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the 1st tube broken and rivets to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the right siderail 1st tube is broken (siderail is not latching). The bed was located at the account in the basement. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).